Manufacturer narrative:
There was no patient involvement. Mfg date: the serial number provided (B)(4) does not exist. The device manufacture date could not be determined. Livanova (B)(4) has made multiple attempts to confirm the serial number. However, no confirmation has been received. PMA 510(k):. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The maintenance was not performed by a livanova representative. It was reported that multiple error codes were displayed on various circuits as well. Several attempts have been made to retrieve additional information about the event. However, no further information has been received and it is still unclear what was "broken" on the device. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the cardioplegia and patient pumps and the distributor board of the heater-cooler system 3t were found to be "broken" during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) performed multiple attempts to receive more information, however, no further information has been provided regarding this event, and no additional complaints have been filed by the customer regarding this device or issue after this one. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.